Manufacturer narrative:
(B)(4). Date sent 2/3/2025. D4 batch #929c12. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage with a reload present. The reload was received fully fired and with the swing tab in the locked position and both gripping surfaces broken off making the reload nonfunctional and not returned for analysis. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples met the staple form release criteria. The event reported was confirmed and it is related to improper use of the sample. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 929c12, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic colectomy, the device was used at the 1st firing without any problem. The cartridge was broken when loading the cartridge at the 2nd firing. All the broken parts have been retrieved due to breaking during setting up outside of the body. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.